Manufacturer narrative:
Review of device data provided indicated the reported event of device reset was confirmed. Based on the information provided, it was confirmed that device experienced power-on reset. The root cause of the power-on reset was unable to be determined. Additionally, it was determined that the device¿s real time clock (rtc) value was not restored correctly following the reset recovery.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) undergone a device reset upon interrogation. When an attempt was made to interrogate the icm, the programmer displayed the message ¿an unrecoverable error has occurred.¿ interrogation was attempted but was unsuccessful, and no intervention was performed. There were no patient consequences.